Manufacturer narrative:
FDA device problem code: 2944 FDA patient problem code: 2199 investigation summary: in response to the reported event, a device history review was conducted for lot number 9050839. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that stains were found on the intima-ii y 22gax0.75in prn/ec slm heparin cap. The following information was provided by the initial reporter, translated from chinese to english: "at 9:30 am on (B)(6) 2020, when the nurse was preparing for infusion treatment of the patient, she checked the outer package of the indwentor needle without abnormality, and found obvious stains on the surface of the heparin cap after disassembling, and immediately replaced the indwentor needle in the same batch without abnormality, there was no impact or harm to the patient"